Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a multi-fire scorpion needle was being used during a rotator cuff repair procedure. When passing suture, the needle accidentally collided with the acromion and the tip of the needle broke off into the patient's body. The surgeon decided not to retrieve this broken piece from the patient's body as the risk of removal was greater than leaving the broken piece in the patient. The surgery was completed without any further incident.